Event description:
It was reported patient underwent a gastroc resection and calcaneal exostectomy procedure on (B)(6) 2013. Suture anchor was implanted and upon pulling of the suture the implant fractured. Patient retained a foreign body as a result. Another suture anchor was implanted without issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap."